Event description:
"Pt intubated. On 4/14 noted swelling of left side of neck. On 4/15/97 physician extubated pt to rule out bleed. Upon extubation, tube was found to be still fully inflated although cuff was deflated completely with syringe. Appeared to be defective one-way valve on et tube. Pt was reintubated with no further difficulty. Pt "unharmed". Quote from medwatch form submitted to MFR by hosp.